Event description:
A user facility reported that during a cataract extraction/intraocular lens (iol) procedure the posterior capsular bag was torn. The association between the iol and this event is not known. Add'l info has been requested.